Event description:
Info received indicates all brake casters continued to swivel when the brake pedal is in the locked position.

Manufacturer narrative:
The tech replaced the four brake casters to repair the stretcher.